Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels ranging from 250 mg/dl to 375 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, the user suspects stress, illness, and the "pump generally not performing as it should" as the cause of the bg levels. The user stated that they get cuts from having dry skin due to increased use of insulin to address bg levels.